Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012414847); product type: compression loading system (cls) section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was successfully deployed, however within 2-3 minutes of the deployment, it was reported that the valve began to move in the direction of the aortic arch. As the nosecone of the delivery catheter system (dcs) was removed, the valve completely dislodged from the annulus. It was noted that the patient's aortic root was horizontal and a lump of calcium was present within the left ventricular outflow tract (lvot). Following the dislodgement, a non-medtronic (edwards sapien) was implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating that a pre-implant balloon dilatation was not performed.

Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 conclusion: dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut fx instructions for use (IFU), instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the delivery catheter system (dcs) tip through the valve. No images from the procedure were received for review. It was noted that the patient's aortic root was horizontal and a lump of calcium was present within the left ventricular outflow tract (lvot). This indicates that a potential root cause for the dislodgement of the valve was patient anatomy. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Potential factors that can influence a dislodgment include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy, balloon aortic valvuloplasty (bav) and/or a number of others. Dislodge events are typically not related to a device malfunction. In this case, as the nosecone of the dcs was removed, the valve completely dislodged from the annulus. A non-medtronic valve was implanted afterward. No further adverse patient effects were reported. This event does not indicate device misuse or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.